Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.

Event description:
Permanent disfigurement [deformity]. Toxicity poisoning [poisoning]. Mental impairment [mental impairment]. Physical injuries [injury]. Physician pain [pain]. Case description: an attorney reported that their client an adult female age unspecified, used fixodent denture adhesive, form/version unk and reported the following: injuries. The case outcome was not recovered/not resolved. Concomitant medications included: efferdent. No further info was provided. On 2/10/2012 safety received legal documents which revealed: the consumer began experiencing toxicity poisoning on or around (B)(6) 2008. Add'l events were reported: permanent disfigurement, mental impairment, physical injuries, and physical pain. Treatment: unspecified medical treatment. The outcome was not recovered/not resolved for all events. No further info was provided.